Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A customer reported reinforcement sleeve of vitrectomy probe had fallen off during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
One opened probe was received with a tip protector, in a tray with other items, for the report. The sample was visually inspected and found to be non-conforming with the needle assembly detached from the rest of the probe assembly. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Adhesive was observed to be present on the stiffener. A photo of the product has been reviewed by the investigation site. The photo confirms that the needle assembly is detached from the rest of the probe assembly. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the needle assembly was detached. It appears that during use the adhesive bond failed causing the needle assembly to detach from the needle holder. The exact root cause of the detachment cannot be determined, however, a manufacturing related rot cause cannot be ruled out. A non-conformance investigation has been completed related to the needle assembly detachment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).